Event description:
Initial report received in 2000 stated that pt was experiencing mandibular and neck pain with stimulation. Additionally, it was reported that when parameters were reduced, the pain resolved but pt's depression worsened. The pt requested that the output current be increased. X-rays were normal. Revision surgery to insulate the trigeminal nerve was considered. At a later office visit 1 month later, the pt stated that the pain was bearable and had no complaints of depression. At that time, plans for surgical revision were abandoned. 5 months later: cyberonics received a report that during revision surgery, the lead was inadvertently cut. A replacement lead was implanted. The explanted was returned for analysis. Product analysis did not reveal any anomalies nor abnormalities that would have and adverse effect on device performance. In 2001, cyberonics received a report that post-revision surgery the pain had resolved but the pt has again been experiencing pain for several weeks and that the pt also has difficulty sleeping. Another revision surgery is planned.